Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The attune shim trials are broken.

Manufacturer narrative:
(B)(4). Upon evaluation of the returned devices, the shims are both cracked, not broken as reported.

Event description:
On (B)(6) 2017 upon evaluation of the returned devices, the shims are both cracked, not broken as reported.